Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a bleeding from the sagittal sinus occurred, with the brainlab device involved, although: there is no indication of a systematic error or malfunction of the brainlab device. Corresponding measures to minimize this anticipated risk as low as reasonably practicable are already in place. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for not avoiding the sagittal sinus using the navigation at this surgery, is a combination of the following contributing factors: the main cause is that likely a deviation in the position of the drill has occurred while creating the burr hole (based on the surgeon's suggestion that his sleight of hand may have caused this issue). Further: for the initial patient registration on the pre-operative MRI to match the virtual display of the navigation to the current patient anatomy, the registration points acquired were not sufficiently distributed. The surgeon suggested that he may not have verified accuracy of patient registration thoroughly before continuing with surgery (despite accepting it) and thus may not have recognized a less than ideal patient registration. - the navigation reference array may have moved, during or after draping of the patient and exchange from unsterile to sterile array. The patient registration to match the virtual display of the navigation to the current patient anatomy was not verified again after the draping of the patient, which would have revealed such a movement of the reference array. There is no indication of a systematic error or malfunction of the brainlab device. Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to: inform this hospital about the investigation results. Offer an additional training to users at this hospital.

Event description:
A cranial surgery for a resection of a lesion (of size 25*30*45mm) has been performed with the aid of the virtual display of the brainlab navigation. During the procedure the surgeon: positioned the patient in supine position. Performed initial patient registration on a pre-operative MRI (acquired 16 days prior to surgery) to match the virtual display of the navigation to the current patient anatomy. Verified the accuracy of the registration on the patient's skin and considered the accuracy achieved as sufficient for the intended procedure. Draped the patient, switched the reference array for a sterile one, and created a burr hole. When proceeding, a significant bleeding occurred, by that the surgeon determined that the sagittal sinus had been hit, despite allegedly the navigation virtually displayed the currently operated area to be about 0.5-1cm away from the sagittal sinus. Stopped the bleeding and continued the surgery. Also continued to use the aid of navigation (again determined the accuracy as sufficient for the procedure). Completed the surgery successfully, resection of the tumor was achieved. According to the surgeon, repairing the sinus caused a delay of about 1 hour during which the patient's blood pressure dropped to almost zero multiple times and 3000 cc loss of blood occurred. He had to resuscitate the patient multiple times. The (overall) surgery was successful and resection of the tumor was achieved. According to the surgeon, there was no further negative clinical effect to the patient due to this issue (besides blood loss/resuscitation) and the patient is doing well.